Manufacturer narrative:
Device malfunction is suspected but no report of serious injury or death was received.

Event description:
Reporter indicated that pt was experiencing painful stimulation to the left shoulder, left arm, chest and stomach, and in addition, reported feeling a "loose piece of metal in the generator area". During the investigation, it was noted that the pt only had these complaints after she underwent two surgeries for implantation of bilateral prosthetic breast implants due to previous bilateral mastectomies. X-rays reviewed by MFR showed appearance of the connector block not in parallel alignment with the generator. Last known diagnostics indicated proper device function.